Manufacturer narrative:
It was reported that, "nebulizer is not putting out the output strength that it should be. Very weak." It was also reported that, "pt brought in nebulizer because it was making a funny noise and not putting out pressure. Pt is fine. Pt brought nebulizer to be checked out. " there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "nebulizer is not putting out the output strength that it should be. Very weak."